Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received seven appropriate treatments. The device was started up at 19:40:00 on (B)(6) 2024. At 11:34:52 on (B)(6) 2024, an arrhythmia was detected. ECG shows vf. At 11:35:27, the patient received the first appropriate treatment. Rhythm at time of treatment was vf. Post shock rhythm was sinus bradycardia @ 30 bpm with hb and pac¿s. At 11:37:06, an arrhythmia was detected. ECG shows vf. At 11:37:37, the patient received the second appropriate treatment. Rhythm at time of treatment was vf. Post shock rhythm was sinus bradycardia @ 30 bpm with hb. At 11:38:43, an arrhythmia was detected. ECG shows vf. At 11:39:13, the patient received the third appropriate treatment. Rhythm at time of treatment was vf. Post shock rhythm was sinus bradycardia @ 30 bpm with hb and nsvt. At 11:39:47, the patient received the fourth appropriate treatment. Rhythm at time of treatment was vf. Post shock rhythm was vt @ 240 bpm degrading to vf. At 11:40:19, the patient received the fifth appropriate treatment. Rhythm at time of treatment was vf. Post shock rhythm was vt @ 260 bpm degrading to vf. At 11:40:51, the patient received the sixth appropriate treatment. Rhythm at time of treatment was vf. Post shock rhythm was vt @ 250 bpm degrading to vf. At 11:41:25, the patient received the seventh appropriate treatment. Rhythm at time of treatment was vf. Post shock rhythm was vf. The electrode belt was disconnected at 12:21:51 on (B)(6) 2024.

Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
The monitor was returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received seven appropriate treatments. The device was started up at 19:40:00 on (B)(6) 2024. At 11:34:52 on (B)(6) 2024, an arrhythmia was detected. ECG shows vf. At 11:35:27, the patient received the first appropriate treatment. Rhythm at time of treatment was vf. Post shock rhythm was sinus bradycardia @ 30 bpm with hb and pac¿s. At 11:37:06, an arrhythmia was detected. ECG shows vf. At 11:37:37, the patient received the second appropriate treatment. Rhythm at time of treatment was vf. Post shock rhythm was sinus bradycardia @ 30 bpm with hb. At 11:38:43, an arrhythmia was detected. ECG shows vf. At 11:39:13, the patient received the third appropriate treatment. Rhythm at time of treatment was vf. Post shock rhythm was sinus bradycardia @ 30 bpm with hb and nsvt. At 11:39:47, the patient received the fourth appropriate treatment. Rhythm at time of treatment was vf. Post shock rhythm was vt @ 240 bpm degrading to vf. At 11:40:19, the patient received the fifth appropriate treatment. Rhythm at time of treatment was vf. Post shock rhythm was vt @ 260 bpm degrading to vf. At 11:40:51, the patient received the sixth appropriate treatment. Rhythm at time of treatment was vf. Post shock rhythm was vt @ 250 bpm degrading to vf. At 11:41:25, the patient received the seventh appropriate treatment. Rhythm at time of treatment was vf. Post shock rhythm was vf. The electrode belt was disconnected at 12:21:51 on (B)(6) 2024.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) was confirmed. Upon investigation, the front response button was not functional. The cause for the failure was that the front response button cover and switch were missing. The root cause of the missing switch cannot be positively identified. There is no indication the missing switch caused or contributed to the patient's passing as the system was able to detect and treat vf rhythm on the date of event. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.